Event description:
It was reported to philips that while a patient was being prepped for the procedure, user was moving the c-arm and the table into position and they received a "motorized movement not available" message. Then they proceeded to reboot the system and it never came up. Patient had to be moved to another room for the procedure. A delay of 20-30 minutes was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system host pc won't bootup when system powers up. Fse analyse the system and identified that host pc related malfunction. Fse replaced the host pc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.